Event description:
A power source alert was reported by the caller while using the tandem-provided usb cable and wall adapter. There was no adverse impact on the customer¿s blood glucose level. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable.